Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they now have an overbite; their left incisor is still partially hidden behind the tooth in front of it. They have difficulty biting down on food with their front teeth. Requested patient to provide a bite video to evaluate for overbite or possible bite contraindication. Patient provided bite video that shows patient needs to do rest period. Patient was advised to do rest period.